Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers mother reported via phone call that their son were hospitalized due to diabetic ketoacidosis on unknown date. Customers blood glucose value was 304 mg/dl. Customers mother stated they went back on the insulin pump and blood glucose was still up. Customer was going to stop the insulin pump and give a manual injection to bring blood glucose down. The insulin pump will not be returned for analysis.